Event description:
It was reported that upon a pt's pump refill, the actual residual volume was greater than the expected residual volume. It was noted this issue had occurred with the past 3 refills conducted. No specific volume values were reported in regards to the last pump refill, however, one example noted that 4.4 ml was expected but 9.5 ml was the actual. No audible alarms or any return of symptoms were reported. Upon the next refill, a company rep was planning to check the pump logs, and perform imaging or a dye study if needed in regards to the catheter. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).